Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received with a minicap attached to the dark blue connector. The mini cap received with the complaint sample was used in the leak testing. A visual inspection was performed with the naked eye with damaged patient adapter (broken occluder feet) noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of the patient adapter with no issues. The reported condition was verified. The cause of the reported leak was determined to be broken occluder feet identified during visual/functional inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The patient did not mention the specific location of the leak. This event occurred during peritoneal dialysis treatment at home. There was no patient injury or medical intervention associated with this event. No additional information is available.